Event description:
The customer reported that their display had failed and was blinking on/off. It was replaced and a replacement display was needed for their on-site spare pool. This resulted in a temporary loss of centralized monitoring. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.